Event description:
It was reported that the ilet lost freestyle libre 3 plus glucose value readings and the alert history showed pairing failed, sensor reconnecting, and sensor unavailable, consistent with an intermittent communication failure involving the sensor connection and related antenna/electrical components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.